Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when the customer was trying to enter the transmitter ID, the touch screen was unresponsive. The customer was unable to toggle between the alphabetic and numeric keypad. Tandem technical support instructed the customer to perform a pump reset and the customer was successfully able to enter the transmitter ID and reloaded the cartridge. The customer's blood glucose level was not impacted.